Event description:
The consumer reported that they had two systems before. One for the hip and one for their lower back. A new system was put in that was MRI compatible that was suppose to cover both the lower back and at the same time the system for their back was removed. The patient doesn't remember which system was for their lower back or when the system for the hip was removed. There was a report of stimulation in an undesired location. The patient said that the current system was suppose to cover the lower back and hip however, when the stimulation was on, the stimulation goes to their lower back, knees, and left rib but cannot get it to cover their hip. It was reported that the knees and rib are not the intended target areas. It was reported that this was occurring daily and there were no trauma or falls related to the issue. The patient checked their programmer and it was showing that stimulation was off. The patient had several reprogramming sessions; however ,they were unable to get stimulation in the areas needed and because of the stimulation in the wrong location, they decided to turn stimulation off. It was reported that the patient started turning stimulation off sometime in (B)(6) and had been trying different things with it. The patient reported that they were still feeling some stimulation with stimulation off; however, it was only in the lower back. Pain in the hip was a reported symptom. It was reported that the healthcare provider recommended injections for the hip pain as the current stimulation system wasn't helping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.